Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 305 mg/dl with extreme thirst. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was an intermittent power issue with the pump. Troubleshooting revealed that the battery compartment was cracked without evidence of moisture corrosion in the pump. No damage was noted to the battery cap, which was allegedly over 13 months old, and it was able to secure properly onto the pump. The reported hyperglycemia did not meet the criteria for a serious injury. This complaint is being reported based on the alleged power issue related to a damaged battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: review of black box data found records of power on reset. Visual inspection found the battery compartment was cracked from the threads area to the case seal. The threads of the battery cap were stripped and it was unable to tighten fully. The battery contact measurements were within specifications. Using the returned battery cap, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Removal of pump casing found evidence of moisture intrusion on electrical components inside the pump.